Event description:
The customer alleged haze/oil mist from their sterrad 100s sterilizer. They cancelled the cycle and left the room so no reactions would occur. There have not been any human reactions and no one has sought medical attention.

Manufacturer narrative:
(B) (4). Haze oil mist. Capital equipment, unit evaluated at the facility. Fse found system turned off waiting on asp service engineer to arrive. Powered on system and performed visual inspection of system. Did not notice any oil residue inside system, system appeared normal. Performed diagnostic tests to see if oil mist was coming out of filter assay. No oil mist was observed. Ran vacuum pump for one hour to see if oil mist would arise. No oil mist was observed. Performed vaporizer/door heater technical bulletin and cassette test. Certified system with diagnostic tests and empty chamber cycle. System meets specs.